Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: freestyle libre 2 plus. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient went to the accident and emergency (a&e) department at (B)(6) hospital with hyperglycemia. The patient's blood glucose levels reached greater than 13.9 mmol/l (250 mg/dl) while wearing the pod 72 hours or longer. The patient did not receive a specific diagnosis but was given water to drink. The patient was discharged on the same day. The pod was removed at the hospital and a new pod was applied.